Event description:
It was reported by the surgeon a patient underwent a laparoscopic procedure on an unknown date and a topical skin adhesive was used. Four days post operatively the patient presented with a rash, cellulitis, and weeping at the sight of application. The topical adhesive is to be removed by the physician.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.